Event description:
The customer reported that the device activated without the activation button being pushed. The device was not on tissue at the time.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a follow-up report will be submitted.